Manufacturer narrative:
As the lot number was provided, a lot history review will be performed. The sample was returned for evaluation. The investigation is confirmed for the alleged deployment failure, misfire, and removal difficulty. The root cause could not be determined at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that fem12080, endovascular stent graft, allegedly experienced failure to deploy, removal difficulty, and misfire. This information was recieved from a single source. This malfunction involved a male patient with no consequences. The patient's age and weight were not provided.